Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0686) on 18-aug-2015. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a (B)(6) year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge"), breast pain ("sore breasts") and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and arthralgia ("can't lay on either side cause my hips hurt"). At the time of the report, the surgery, back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, pelvic pain, hypoaesthesia and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, breast pain, fatigue, headache, hypoaesthesia, menorrhagia, pelvic pain, surgery and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago. Concerning the injuries reported in this case, the following one were reported via social media: surgery. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2018: lawyer added. Event added per content from medical records included surgery. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 22-oct-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery/he performed the same exact surgery for mr 9 months ago/they went away year after removal") in a 32-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge"), breast pain ("sore breasts") and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), arthralgia ("can't lay on either side cause my hips hurt") and flatulence ("gas"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, pelvic pain, hypoaesthesia and arthralgia outcome was unknown and the flatulence had resolved. The reporter considered arthralgia, back pain, breast pain, fatigue, flatulence, headache, hypoaesthesia, medical device removal, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: new social media received- essure removal added-pt updated or event sugery unspecified to medical device removal,new event gas added. Outcome of event gas from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0686) on 18-aug-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/he performed the same exact surgery for mr 9 months ago/they went away year after removal/ removed my tubes') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge"), breast pain ("sore breasts") and pelvic pain ("pelvic pain"). In (B)(6)2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas") and blepharospasm ("my right eye was dancing/ my right eyelid has been twitching"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, pelvic pain, hypoaesthesia, arthralgia and blepharospasm outcome was unknown and the flatulence had resolved. The reporter considered arthralgia, back pain, blepharospasm, breast pain, fatigue, flatulence, headache, hypoaesthesia, medical device removal, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: reporter added. My right eye was dancing/ my right eyelid has been twitching. On 14-jan-2020: follow up 11 and 12 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 18-aug-2015. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge") and breast pain ("sore breasts"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas"), blepharospasm ("my right eye was dancing/ my right eyelid has been twitching"), post-sterilisation regret ("at times regret to have no further child"), gingival swelling ("gum swelling"), diastema ("developing teeth spacing"), pain in extremity ("foot pain, restless leg"), vaginal infection ("vaginal infection") and pelvic discomfort ("event: feel like there is a baby kicking(flutters)/feels like there is a phantom baby"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, flatulence, pain in extremity, vaginal infection and pelvic discomfort had resolved and the back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, hypoaesthesia, arthralgia, blepharospasm, post-sterilisation regret, gingival swelling and diastema outcome was unknown. The reporter considered arthralgia, back pain, blepharospasm, breast pain, diastema, fatigue, flatulence, gingival swelling, headache, hypoaesthesia, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, post-sterilisation regret, vaginal discharge and vaginal infection to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago (date of post unspecified). Follow-up: at first I felt great, then soon after the first year mark, most of my symptoms are now back, it is frustration. Gas stopped one year after essure concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter was added. Event: feel like there is a baby kicking(flutters)/feels like there is a phantom baby added. Event salpingectomy deleted and added as a surgery to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge") and breast pain ("sore breasts"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas"), blepharospasm ("my right eye was dancing/ my right eyelid has been twitching") and post-sterilisation regret ("at times regret to have no further child"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain and flatulence had resolved and the back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, hypoaesthesia, arthralgia, blepharospasm and post-sterilisation regret outcome was unknown. The reporter considered arthralgia, back pain, blepharospasm, breast pain, fatigue, flatulence, headache, hypoaesthesia, menorrhagia, pelvic pain, post-sterilisation regret and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago (date of post unspecified). Follow-up: at first I felt great, then soon after the first year mark, most of my symptoms are now back, it is frustration. Gas stopped one year after essure. Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: this report was detected to be duplicate to records (B)(4) (medwatch 3500a MFR number 2951250-2020-01711) and (B)(4) (medwatch 3500a MFR number 2951250-2019-10417) which both will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: social media reporters added. Essure was removed in 2015 by bilateral salpingectomy. Comment added: at first I felt great. Then soon after the first year mark, most of my symptoms are now back, it is frustration. Two years later: pain had resolved. New event added: "post-sterilization regret". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 18-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingectomy ('both fallopian tubes removed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge") and breast pain ("sore breasts"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient underwent salpingectomy (seriousness criterion medically significant) and experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas"), blepharospasm ("my right eye was dancing/ my right eyelid has been twitching"), post-sterilisation regret ("at times regret to have no further child"), gingival swelling ("gum swelling"), diastema ("developing teeth spacing"), pain in extremity ("foot pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, flatulence, pain in extremity and vaginal infection had resolved and the salpingectomy, back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, hypoaesthesia, arthralgia, blepharospasm, post-sterilisation regret, gingival swelling and diastema outcome was unknown. The reporter considered arthralgia, back pain, blepharospasm, breast pain, diastema, fatigue, flatulence, gingival swelling, headache, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, post-sterilisation regret, salpingectomy, vaginal discharge and vaginal infection to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago (date of post unspecified). Follow-up: at first I felt great, then soon after the first year mark, most of my symptoms are now back, it is frustration. Gas stopped one year after essure. Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event foot pain & vaginal infection were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge") and breast pain ("sore breasts"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas"), blepharospasm ("my right eye was dancing/ my right eyelid has been twitching") and post-sterilisation regret ("at times regret to have no further child"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain and flatulence had resolved and the back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, hypoaesthesia, arthralgia, blepharospasm and post-sterilisation regret outcome was unknown. The reporter considered arthralgia, back pain, blepharospasm, breast pain, fatigue, flatulence, headache, hypoaesthesia, menorrhagia, pelvic pain, post-sterilisation regret and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago (date of post unspecified). Follow-up: at first I felt great, then soon after the first year mark, most of my symptoms are now back, it is frustration. Gas stopped one year after essure. Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 18-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy. Previously administered products included for an unreported indication: iud nos. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("major lower back pain"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("very heavy periods"), vaginal discharge ("discharge") and breast pain ("sore breasts"). In (B)(6) 2015, the patient experienced hypoaesthesia ("left arm keeps going numb from my shoulder to the tip of my fingers"). On an unknown date, the patient experienced arthralgia ("can't lay on either side cause my hips hurt"), flatulence ("gas"), blepharospasm ("my right eye was dancing/ my right eyelid has been twitching"), post-sterilisation regret ("at times regret to have no further child"), gingival swelling ("gum swelling") and diastema ("developing teeth spacing"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain and flatulence had resolved and the back pain, headache, fatigue, menorrhagia, vaginal discharge, breast pain, hypoaesthesia, arthralgia, blepharospasm, post-sterilisation regret, gingival swelling and diastema outcome was unknown. The reporter considered arthralgia, back pain, blepharospasm, breast pain, diastema, fatigue, flatulence, gingival swelling, headache, hypoaesthesia, menorrhagia, pelvic pain, post-sterilisation regret and vaginal discharge to be related to essure. The reporter commented: he performed the same exact surgery for me 9 months ago (date of post unspecified). Follow-up: at first I felt great, then soon after the first year mark, most of my symptoms are now back, it is frustration. Gas stopped one year after essure. Concerning the injuries reported in this case, the following one were reported via social media: surgery-medical device removal, twitching of eye lid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Tooth spacing & gum swelling were added. Essure, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.